Event description:
Physician reported dysphagia, esophageal dilatation, and "band erosion/gastric erosion" for a pt in the (B)(4) study. An explant surgery of lap-band ap system has occurred.

Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastric, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of esophageal dilatation as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt non-compliance regarding choice and chewing of food." Device labeling addresses the reported event of erosion as follows: "re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."